Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Customer reported that the wafer has been difficult to remove for the past 3 months. The initial reporter was unable to provide the specific number of devices impacted.